Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The 70% stenosed, 20mm x 2.25mm concentric, de novo target lesion with a bend of >45 and <90 degrees was located in a moderately tortuous and moderately calcified vessel. Following pre-dilatation, a 2.25 x 20 synergy drug-eluting stent was advanced for treatment; however, resistance was encountered and the stent failed to cross the lesion. The stent struts were noted to be frayed. The procedure was completed with another 2.25 x 20 synergy drug-eluting stent. There were no patient complications reported and the patient was stable.